Manufacturer narrative:
(B)(4). Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The auto mode was not active at the time of the event as sensor was not communicating.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was up to 600 mg/dl. The customer reported that insulin pump had loss of communication. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.